Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported: "I had patient on (B)(6) and PICC team was consulted to evaluate line. PICC rn took down dressing and noted that at last dressing change it appeared as though the line was attempted to be pushed back in and it was kinked under skin and flipped. PICC rn changed dressing and both lumens had blood return. I switched ivf to purple lumen of PICC and verified blood return in red lumen in prep for chemo at 1430, and both lumens had blood return. Then at approx. 1400 purple lumen kept saying occluded and both lumen were very sluggish and I could not get blood return from either lumen. I paged PICC team again and they came to evaluate line, and ended up doing a PICC line exchange. I administered cytarabine chemo through piv as having issues with PICC. Once PICC was exchanged and xr confirmed placement was able to use PICC line and it worked much better."